Event description:
It was reported that a skin reaction occurred. On approximately (B)(6) 2024, the patient experienced redness and skin irritation at both the dexcom sensor insertion site and the insulet insulin pump pod insertion site. On an unspecified date in 2024, the patient consulted a physician who examined the areas, diagnosed the infection, and prescribed an unspecified oral antibiotic medication. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).